Event description:
It was reported that the insulin cartridge had leaked. The patient experienced elevated blood glucose levels as high as 300 mg/dl. No adverse event was reported. The insulin cartridge was requested to be returned for product evaluation.

Manufacturer narrative:
The event occurred in (B)(6).